Event description:
Unit did not sound "right" during the day of 1/30/94 (sunday). That evening shortly after 9 pm (after pt and wife were in bed), the low pressure alarm sounded and pt was unable to get a breath. By the time the wife got to the ventilator, all lights were flashing and alarming. She used manual resuscitator until daughter arrived at 9:45 pm. Daughter asked granddaughter to call rptr which she did around 9:15 pm. Therapist arrived with replacement vent at approx 10:10 pm. Before she arrived, daughter turned vent off then back on, it stopped alarming and began cycling. They put pt back on vent but it still did not sound right. Vent was switched. Malfunctioning unit to be sent to MFR.